Event description:
It was reported that this patient with this pacemaker exhibited failure to capture and noise on the right atrial (ra) channel. Subsequently, additional surgical intervention was performed which found the atrial lead setscrew was not fully inserted. The setscrew was re-inserted and the reported observations were resolved. The device system remains in-service. No additional adverse patient effects were reported.